Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low alarm with the freestyle librelink application. Attempted to replicate the user¿s complaint using application samsung galaxy s22, android 13, 2.8.4.9335 and successfully receive high and low glucose alarm in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, in use with sams-a715f phone with an android, operating system version 13 and app version 2.8.4.9335. Abbott diabetes care received a complaint via email which reported that the sensor's low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer experienced hypoglycemia symptoms (unspecified) and was involved in an accident. The ambulance was called and upon arriving, the customer was administered glucose for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, in use with sams-a715f phone with an android operating system version 13. Abbott diabetes care received a complaint via email which reported that the sensor's low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer experienced hypoglycemia symptoms (unspecified) and was involved in an accident. The ambulance was called and upon arriving, the customer was administered glucose for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.